Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that while they were charging the implantable neurostimulator (ins) in the box they got a power on reset (por) message. This issue occurred the day prior to the report. It was reviewed with the manufacturer representative that they could clear the por and still implant the ins. There was no patient involvement reported.